Event description:
In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted to repair an infrarenal abdominal aortic aneurysm. The contralateral gate of the trunk-ipsilateral leg component could not be cannulated, and the patient was converted to open surgical repair. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
The device will be returned to gore for evaluation. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.